Manufacturer narrative:
At this time, the device has not been provided for evaluation. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Through implant patient registry, it was reported that a patient with a 23mm 8300ab aortic valve was explanted after an implant duration of 1 year, 6 months due to unknown reason. The explanted valve was replaced with a 21mm 11500a aortic valve. The patient was in recovery post procedure. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional customer complaint. The information reported may or may not be related to the edwards device.

Event description:
Through implant patient registry, it was learned that a patient with a 23mm 8300ab aortic valve was explanted after an implant duration of 1 year, 6 months due to mssa endocarditis with root abscess. The explanted valve was replaced with a 21mm 11500a aortic valve. Per medical records, the patient was hospitalized two months earlier for mssa bacteremia due to osteomyelitis of right toe diabetic foot ulcer; and complications of mca stroke with septic emboli. Follow up tee was consistent with aortic root abscess, and she was transferred to another hospital for surgery. On hospital day #11, the patient underwent a redo avr with patch repair of aortoventricular continuity. Root abscess was extensive, and the valve was clearly infected. A 21mm 11500a aortic valve was implanted in replacement and post tee showed no pvl and normal functioning native mv. The patient was taken to the csicu for postop care. On pod #22, the patient discharged in instable condition on aspirin 81mg qd and IV antibiotics to acute rehab facility.

Manufacturer narrative:
Manufacturer narrative: updated sections: a4, b5, b7, and h6 health effect - clinical code, device code(s), type of investigation, and investigation findings. Prosthetic endocarditis is a serious complication of valve replacement and repair surgeries despite improvements in prostheses types, surgical techniques, and infection control measures. This infection is generally categorized into early (onset at 60 days or less postimplant) and late (onset greater than 60 days post-implant). Early-onset generally reflects contamination arising in the perioperative period; if there were ever non-conformances in the sterility or packaging processes, they would most likely manifest at this time. Late-onset occurs due to the implant being seeded from an infection or microbial contamination from elsewhere in the body and is not related to the sterilization or packaging process. In this case the onset was greater than 60 days post-implant. H11 corrected data: based on the new information received, this event is no longer considered reportable.